Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins replacement and nothing was changed to their implanted surgical lead during the replacement. After the ins was implanted, the system impedance values were checked and all impedance values were in range.  During the programming setup though, the patient experienced that stimulation was felt on the left side of the body. Before the replacement, the stimulation was felt on the right side of the body. This resulted in the patient experiencing less effective therapy at the moment. During the programming session, the connectivity and impedance was checked again. Connectivity was good and all impedance values were in range. Trying to program a different electrode configuration and change the stimulation parameters was discussed; however, this did not change the location the stimulation was felt. The patient did not experience a fall or other trauma. It was recommended to perform an x-ray to check the location/position of the lead in the body to check if the lead might have slightly migrated. Additional information was received from the manufacturer representative (rep)). The serial number of the ins, implant date of the neurostimulator, and serial number of the lead were reported. X-rays were performed and it was determined that the lead was positioned to the left. This was the same position as after a traffic accident trauma that the patient was involved in 2019. The healthcare professional (hcp) now suspected that it had been out of position since then, because due to the pandemic no checkups have been done of the patient's stimulation system between that time and now when the ins was replaced. It was noted that the cause of stimulation being felt on the wrong side was most probably because the lead was positioned to the left. The patient was referred to neurosurgery at another hospital where the lead was implanted in 2019 for further evaluation and a possible lead revision. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: va1ef8p014, ubd: 02-feb-2021, UDI#: (B)(4), report source: foreign: se. If information is provided in the future, a supplemental report will be issued.